Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08301 / -08325).

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2014 due to poly wear and tibial malpositioning. The tibial tray and tibial bearing were removed and replaced.